Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin leaked in the reservoir compartment. The customer's blood glucose was 498 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed self test and the insulin pump passed. The customer declined to troubleshoot for the high blood glucose the insulin pump will not be returned for analysis.